Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), device expulsion ("migration of essure device location of device: uterus"), pregnancy with contraceptive device ("post implant pregnancy (with complication)") and premature delivery ("I was inducted to delivered my baby before my original delivery date") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, recurrent abortion, gravida, jaw operation and parity 5 ((B)(6) 1992, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2009). Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included contractions uterine increased, dysfunctional uterine bleeding, adenomyosis, endometriosis, pelvic prolapse, fever, vomiting, abdominal pain and allergy to vaccine. Concomitant products included hormones, ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In november 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and premature delivery (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on 7-jul-2009. At the time of the report, the device dislocation, vaginal haemorrhage and menorrhagia was resolving and the device expulsion, pregnancy with contraceptive device, menstrual disorder, tooth disorder, depression, anxiety and premature delivery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, pregnancy with contraceptive device, premature delivery, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: premature delivery was experienced during her unintended pregnancy or delivery. Most recent follow-up information incorporated above includes: on 6-dec-2018: previously reported events- "abnormal vaginal bleeding, menorrhagia / abnormal bleeding (menorrhagia) " outcome updated to "recovering ", event "I was inducted to delivered my baby before my original delivery date", concomitant drug added from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), device expulsion ("migration of essure device location of device: uterus") and pregnancy with contraceptive device ("postimplant pregnancy") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, recurrent abortion, gravida and jaw operation. Concurrent conditions included contractions uterine increased, dysfunctional uterine bleeding, adenomyosis, endometriosis, pelvic prolapse, fever, vomiting, abdominal pain and allergy to vaccine. Concomitant products included hormones nos. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, menstrual disorder, tooth disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, device expulsion, menorrhagia, menstrual disorder, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: premature delivery was experienced during her unintended pregnancy or delivery. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Event essure device expuslion was added. Product, patient & reporter information updated. On 14-may-2018: pfs received.no new clinical information processed with fu 02 incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), device expulsion ("migration of essure device location of device: uterus") and pregnancy with contraceptive device ("postimplant pregnancy(with complication)") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, recurrent abortion, gravida and jaw operation. Concurrent conditions included contractions uterine increased, dysfunctional uterine bleeding, adenomyosis, endometriosis, pelvic prolapse, fever, vomiting, abdominal pain and allergy to vaccine. Concomitant products included hormones nos. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, menstrual disorder, tooth disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: premature delivery was experienced during her unintended pregnancy or delivery. Most recent follow-up information incorporated above includes: on 28-aug-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression/mental anguish. Were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), device expulsion ('migration of essure device location of device: uterus') and premature delivery ('I was inducted to delivered my baby before my original delivery date') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, recurrent abortion, gravida, jaw operation, parity 5 ((B)(6) 1992, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2009) and preterm labor. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included contractions uterine increased, dysfunctional uterine bleeding, adenomyosis, endometriosis, pelvic prolapse, fever, vomiting, abdominal pain and allergy to vaccine. Concomitant products included hormones, ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("post implant pregnancy (with complication)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and premature delivery (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation was resolving, the device expulsion, pregnancy with contraceptive device, menstrual disorder, tooth disorder, depression, anxiety and premature delivery outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, pregnancy with contraceptive device, premature delivery, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: premature delivery was experienced during her unintended pregnancy or delivery. Treatment received for pain, abnormal bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal) was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("postimplant pregnancy") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, recurrent abortion, gravida and jaw operation. Concurrent conditions included contractions uterine increased, dysfunctional uterine bleeding, adenomyosis, endometriosis, pelvic prolapse, fever, vomiting, abdominal pain and allergy to vaccine. Concomitant products included hormones nos. In january 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and tooth disorder ("dental problems"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, tooth disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, menorrhagia, menstrual disorder, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: premature delivery was experienced during her unintended pregnancy or delivery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication were added. Events tooth disorder, vaginal haemorrhage, menorrhagia, device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and device expulsion ('migration of essure device location of device: uterus') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, recurrent abortion, gravida, jaw operation, parity 5 (B)(6) 1992, (B)(6) 2001, (B)(6) 2004, (B)(6) 2006, (B)(6) 2009 and preterm labor. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included contractions uterine increased, dysfunctional uterine bleeding, adenomyosis, endometriosis, pelvic prolapse, fever, vomiting, abdominal pain and allergy to vaccine. Concomitant products included hormones, ketorolac tromethamine (nsaid-k) and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("post implant pregnancy (with complication)"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and premature delivery ("I was inducted to delivered my baby before my original delivery date"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation was resolving, the device expulsion, pregnancy with contraceptive device, menstrual disorder, tooth disorder, depression, anxiety and premature delivery outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, menstrual disorder, pregnancy with contraceptive device, premature delivery, tooth disorder and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: premature delivery was experienced during her unintended pregnancy or delivery. Treatment received for pain, abnormal bleeding, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("postimplant pregnancy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("persistent menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder and pregnancy with contraceptive device to be related to essure (ess205). Company causality comment . Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.